Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an incomplete temp rate alert became frozen on the pump screen and the customer was unable to clear the alert. The customer's blood glucose level was reported to be near 300 mg/dl. However the exact value was not confirmed, as the customer had not tested blood glucose level. It was confirmed that the customer would use manual injections of novolog as alternate insulin therapy.